Manufacturer narrative:
During preventative maintenance (pm) at the customer site, the thermogard xp ivtm system (sn (B)(6)) failed functional testing and displayed mid:09 (post sensor) error message. The root cause of the mid:09 error was the malfunctioning air trap sensor block due to an overflow of saline into the console air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. During device inspection, traces of saline were observed on the air trap sensor block assembly. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. The malfunctioning air trap sensor block assembly was replaced to remedy the fault. No physical damage was observed on the thermogard console during visual inspection. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance (pm), the thermogard xp ivtm system (sn tgxp13062) failed functional testing and displayed mid:09 (post sensor) error message. No patient involvement.